Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual evaluation of the provided photos and returned product found a puncture hole in the inner blister seal that is not acceptable to inspection criteria. Sterility is considered not breached as no damage was noted to the outer sterile packaging. Medical records were not provided for review. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to a manufacturing issue. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, while opening the sterile packaged drill bit, the nurse noticed the packaged was damaged. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.